Manufacturer narrative:
Findings: pump passed the operating currents measurement, unexpected alarm error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm, low reservoir alarm or excessive no delivery alarm during testing noted. Motor passed motor test. Pump was received with no vibration due to broken vibrator black wire. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, minor scratched and cracked display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a vibrate anomaly and alarmed motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 195 mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields but stated that it could have been exposed to magnetic cell phone cases's leather strap. The customer was able to complete pump rewind, however, the alarm history contained more than one motor error within the last 30 days. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer declined troubleshooting for the a vibrate anomaly. The insulin pump will be returned for analysis.